Event description:
(B)(4). I had the essure device put in the beginning of 2010. I started experiencing a sharp stabbing pain in my lower abdomen and the lower left side of my back. I've also been experiencing headaches almost every day and more frequent migraines, fatigue, heavier and more painful periods, vitamin deficiencies, depression, loss of sleep because of all this hell, pain during and after sex half the time and dark circles under my eyes that just won't go away.